Manufacturer narrative:
Philips service replaced the hdd and reloaded the ippc software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro and cine imaging not functioning due to hdd failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.